Manufacturer narrative:
Retainer ring black. Customer returned pump for an alleged insulin pump error 42 alarm found on (B)(6) 2021. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however failed the self-test due to insulin pump error 63 alarm. No unexpected motor anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed insulin pump error 42 alarm on (B)(6) 2021 at 07:52 in the insulin pump downloaded history. Insulin pump error 63 was found in the history file on (B)(6) 2021 at 08:15:15, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: partially detached retainer, cracked retainer, keypad overlay texture damage, cracked case on corner of belt clip rails, cracked battery tube threads, cracked reservoir tube lip, cracked case on battery tube, keypad overlay peeling, torn keypad overlay, cracked case above arrow and battery icon, pillowing keypad overlay, and cracked keypad overlay. Customer alleged for insulin pump error 42 was confirmed on the event date of (B)(6) 2021. Insulin pump error 63 was confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a pump error alarm. Customer was able to clear and alarm and able to complete rewind of an insulin pump. Displacement test passed and self test got failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.